Event description:
Waring products corp (tel 1 800 269 6640) manufactures laboratory commerical grinder model #7012g glass cac48 7.0 amps 120 volts 50/60 hz 0.7 hp heavy duty 3,500 to 22,000 in 7 steps which has a plastic top whose plastic decomposes into biologics and foods put into this grinder blender model. Pt is unable to eat solid food and his life is endangered by plastic decomposing from this plastic top dissolving into the contents. This top becomes etched, pitted and grooved with just (B)(4) dish detergent-no bleach, no boiling water, no dishwasher used. Call (B)(6), the pt's doctor at (B)(6). Investigate waring, 314 ellagrasso ave, torrington, CT 06790, which widely makes this same top for dozens of models. This top dissolves into the contents which contaminates and possibly poisons the contents. Waring refuses to respond: call (B)(4) at waring/conair 8002696640. Pt's lab results and food poisoning contaminated by this etched plastic which waring refuses to remedy by replacing with a metal top. Call (B)(6). Dose or amount: 7012g glass cac48 7.0 amos 12. Route: po. Dates of use: (B)(6) 2008 - (B)(6) 2010. Diagnosis: # 1 - pt w/o colon cannot eat solid foods, #2: lab biologics contaminated with dissolved plastic top. Event abated after use stopped: #1 no, #2 no. Event reappeared after reintroduction: #1 yes, #2 yes. Waring laboratory commercial blenders has been supplying ((B)(6)) this professional laboratory blender for 20 years but after conair bought waring, the quality has deteriorated. The plastic top begins to dissolve, get etched, fracture into myriad pieces within a few hours after just water and (B)(4) dish detergent, no boiling water, no bleach. (B)(6) life is endangered with his pills and medications and foods being contaminated with dissolved plastic from waring's cheap cap. The last owner of waring would never have permitted this but conair is not the original owner. Call dr (B)(6) and dr (B)(6) looked at color pictures of etched plastic tops. This reminds of the melamine poison put into infants' milk to look like protein which killed infants. Waring is taking liberties with health, safety of pts by possibly compromising laboratory results with dissolved plastic and possibly poisoning contaminating ileostomate (B)(6) foods. An ileostomate cannot eat solid foods. Conair takes advantage...